Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01387.

Event description:
The patient was undergoing a medical procedure in the iliac artery using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). During the procedure, as the physician was passing the cat8 through the sheath, the cat8 kinked. The physician was able to suction the clot through the cat8 and pass the sep8 through the damaged portion of the cat8 until it was no longer able to advance at all due to the damage. The procedure was successfully completed by using a new cat8 and sep8. There was no report of an adverse effect to the patient.